Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 500:320:625:0000 during use. During review of the pump's event history, baxter personnel discovered this condition interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.07.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:625:0000 was confirmed during product evaluation. This condition was caused by a defective main keypad. The front bezel assembly, including the main keypad, was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4).